Manufacturer narrative:
Device details unavailable at the time of this report. (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced infection and irritation at the abutment site. The patient was treated with topical antibiotics (dates not reported). Revision is planned; however it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
It was reported that the patient was placed under general anaesthetic and underwent skin revision surgery to excise skin at site (date not reported). This report is filed on december 03, 2018.